Manufacturer narrative:
H3- device evaluation: lens was returned in a micro centrifuge vial with moisture and clear surgical debris on the lens. Visual inspection found the haptic torn and foreign debris on the lens. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race:unk. This product is not marketed in the us. (B)(6).

Event description:
The reporter indicated that a 12.6mm, vicm5 12.6, -05.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Significant reduction of irido-corneal angels and excessive vault was observed, the lens was removed and exchanged on (B)(6) 2019. This resolved the problem. Cause of the event is reported as patient related factor.